Event description:
The original procedure was done on (B)(6) 2014. The patient return to hospital on the (B)(6) to have the wound drained and aspirated. During the procedure dr. (B)(6) noticed the wear on the polyethylene insert (on the articulating surface), which was significant considering the implant had only been in for 2 weeks. Upon removing the insert, he noticed there was wear on the underside of the insert. A new insert was put in the patient's knee. (B)(4). Additional information - the patient was aspirated due to being a gout patient, he is aware of gout crystals in the knee - km 18/12/14.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted attune ps fb insrt sz 8 6mm confirmed wear damage due to pitting and scratches on the articulating surfaces. The wear damage noted on the articulating surface of the tibial insert is likely caused by third body wear arising from particles of stainless steel 17-4. This is based on the confirmation of the presence of embedded particles of stainless steel detected in the articulating condyle of the insert. The origin of the third body debris is unknown. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product error to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).